Manufacturer narrative:
Device returned to manufacturer - yes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. The customer tried multiple cables and power sources. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.